Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 24.0 mmol/l and 13.0 mmol/l. The patient experienced hypoglycemia after an insulin bolus was entered based on the 24.0 mmol/l result. The patient did not receive medical treatment.